Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the gem v/nv 20d 0.2 fltr experienced leakage. The following information was provided by the initial reporter: pt's methotrexate line was leaking from the filter (specifically the small dots on the back of the filter). Patient and mom noticed very small lime green dots on bed sheet (pt did not come in contact with the methotrexate). After discussing with pharmacy, family and the charge nurse, we decided the best thing to do would be to wrap the filter (tegaderm then wrapped with gauze and coban), and let the methotrexate finish (there was only 1.5 hrs left of 24 hr methotrexate).

Event description:
It was reported that the gem v/nv 20d 0.2 fltr experienced leakage. The following information was provided by the initial reporter: pt's methotrexate line was leaking from the filter (specifically the small dots on the back of the filter). Patient and mom noticed very small lime green dots on bed sheet (pt did not come in contact with the methotrexate). After discussing with pharmacy, family and the charge nurse, we decided the best thing to do would be to wrap the filter (tegaderm then wrapped with gauze and coban), and let the methotrexate finish (there was only 1.5 hrs left of 24 hr methotrexate).

Manufacturer narrative:
H.6. Investigation: one used primary set, was received by the customer for investigation. A empty 250 ml bag of 0.9% sodium chloride was received as well. Upon visual inspection, it could be observed that the expected material 2232-0007 was not returned. Instead a filter free bd primary set attached to a ICU medical filter extension set was returned. Since no defects were found with the returned bd product, the customer's complaint of leaking from the filter could not be verified. A device history record review could not be performed because a lot number was not provided by the customer. H3 other text : see h.10.